Event description:
Reporter indicated a vns programming wand was not working in that the data received light would not illuminate. Troubleshooting did not resolve the issue. The reporter indicated the cord was twisted. Good faith attempts to obtain the wand for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.